Event description:
Patient with ureteral obstruction on left side has ureteral stent in place and unexplained hydroureter w/confirmed obstruction. Proceed with ureteral implantation. Surgeon had robotic left ureteral reimplantation/robotic nephroureterectomy and during case the green cannula seals were leaking and needed to be changed out. They came from davinci kit accessory 3-arm which was opened for the procedure. Two individual green cannula seals were open to replace the ones leaking.